Event description:
Information was received that a revision procedure was performed on (B)(6) 2018 for an unknown reason. During a review of investigation findings from newcastle it was identified that the rod had a pin fracture. No other information in relation to patient has been reported.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle(B)(6).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2018 for an unknown reason. During a review of investigation findings from (B)(6) it was identified that the rod had a pin fracture. No other information in relation to patient has been reported.